Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implantation procedure for the implantable cardiac monitor (icm), the patient's skin had to be "cut three times" in order "to pick up a signal properly." The patient stated that this was "no fun" for them as they were lightly sedated. Three weeks later, the device was upgraded. No further patient complications have been reported as a result of this event.